Event description:
On (B)(6) a pump printout was received. In the printout baclofen, concentration 500 micrograms/ml, was listed as the drug in the pump.

Event description:
Additional information received reported further event detail. The patient had a volume discrepancy on 3 consecutive refills; (B)(6) 2012: expected residual volume (erv) 5.8 and actual residual volume (arv) 9.0. On (B)(6) 2012: erv 6.9 and arv 8.0. Then on (B)(6) 2012: erv 7.1 and arv 9.0. Reporter denied any programming errors. The patient had increased spasticity during this time. A dye study was performed on (B)(6) 2012. There was no evidence of compression or blockage of csf flow. A performed CT showed intrathecal (it) catheter tip was at t2 and was unremarkable for granuloma. The central canal was patent. CT was normal. An MRI was performed and also came back normal. According to pump logs, a motor stall occurred at 8:23 am and recovered 4 hours later at 13:06 (pm). A roller study was not performed because all other testing was negative and there was no indication that anything was wrong with the pump at that point. On (B)(6) 2012, the patient dose of gablofen was lowered. The daily dose as of report date was at 220 mcg/day, as it was lowered by 6% on (B)(6) 2012 due to flaccidity issues the patient was experiencing. The patient was then receiving effective therapy at the latest reported dose, and had no further issues.

Event description:
It was reported that the actual residual volume was greater than the expected residual volume. Caller did not provide specific values for volumes. The pump was delivering gablofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).